Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery depleted 65% within one day. In addition, the contact reported the pump usb port appeared to be bent and contact stated the usb port damage may be contributing to the battery depletion. The customer¿s blood glucose level was approximately 300 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery depletion malfunction was verified. The alleged usb port malfunction could not be verified.